Manufacturer narrative:
H3: during the baseplate insertion step, a potential coracoid block motion happened. This most likely led the surgeon to bail on navigation at this step of the protocol. The screw navigation step was not navigated with the gps system. Thus, the reported event ("the superior screw perforated the supraspinatus fossa") is not related to a malfunction or misuse of the gps system since the surgeon did not navigate screws and implant insertion. (¿it looks like the gps workflow was abbreviated during the implant insertion step (implant was not digitized) and thus the screws were not navigated.¿).

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
A year following a navigated right-side shoulder implant procedure that occurred in (B)(6) 2022, a female patient was seen with complaints of pain. Investigation of the procedure indicated "from the case report, the acquisitions and center cage hole relative to plan looks consistent with a high-accuracy acquisition. It looks like the gps workflow was abbreviated during the implant insertion step, (implant was not digitized), and thus the screws were not navigated. In reviewing the dicom file, it appears that the superior screw perforated the supraspinatus fossa (perhaps intentional for bi-cortical fixation)¿. The sales rep commented that he did not remember anything about this case as it was a long time ago. He stated the case was not finished with the gps. No further information.